Event description:
Related manufacturer reference number:2017865-2021-39864. It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right atrial lead and the right ventricular lead exhibited high capture thresholds and the right atrial lead also exhibited undersensing. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.